Event description:
It was reported that during a polypectomy procedure, the cautery could not be applied with the use of the subject device. This resulted to the delay of the procedure for more than 30 minutes while the patient was under sedation. It was then completed with the use of a competitor device. There were no reports of adverse patient sequelae.

Event description:
Additional information was received from the customer confirmed that there was no evidence the patient suffered any serious injury or adverse effects from the prolonged procedure. This event was initially conservatively reported as a serious injury; however, upon further follow-up, the customer confirmed that the patient did not suffer any serious injury or adverse effects from the prolonged procedure, thus correcting b1, b2, and h1. B1 should not be marked as an adverse event, and b2 should not be marked at all. H1 should also not be marked. The f10 medical device problem reported and other findings would not cause or contribute to a death or a serious injury if it were to recur.